Event description:
On 12/16/24 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 12/10/24. On 12/20/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user experienced a hypoglycemic event while skating with their son at hockey practice. After feeling unwell, the user checked their ilet, which displayed three lines. The user went upstairs, and the next memory they had was of paramedics treating them with sugar. Ems was called to the scene and treated the user with maple syrup packets and a popsicle to raise their bg levels. The lowest bg level recorded on the ilet reports was 39 mg/dl. The user did not lose consciousness but reported difficulty comprehending their surroundings during the event. They were not transported to the hospital and felt stable enough to drive home after their bg returned to a safe range. However, their wife drove them home as a precaution.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.